Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, due to sensor error, sensor wire appeared to be broken. Pt's mother believes that a sensor wire fragment remained inserted inside pt's skin. It was also noted that the sensor is being used 4 months post expiration date. At the time of her call to dexcom technical support on (B)(6) 2012, pt's mother reports that pt was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.